Event description:
During a dialysis treatment, the pt complained of shortness of breath and a burning sensation in the vein from the fistula needle. The machine was checked and noted that disinfectant had been drawn into the machine.